Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of a backup battery fault and corrosion related to the backup battery were unable to be confirmed. No log files or images were sent for review. The system controller, serial number (B)(6), was not returned for analysis. Provided information stated the connection between the system controller and backup battery was not intact. A self-test was performed, the backup battery was reseated, and eventually the backup battery was exchanged. The fault was still active, so the system controller was exchanged. Exchanging the controller resolved the alarms. The root cause of the reported events could not be conclusively determined through this investigation. A corrective and preventative action has been initiated to investigate backup battery faults with an unknown root cause. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, document rev. D and the heartmate 3 patient handbook, rev. A are currently available. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Section 5 of the IFU, ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 of the IFU, ¿system operations¿, explains how to properly replace the backup battery. Section 8 of the IFU, ¿caring for the equipment¿ and section 6 of the patient handbook, ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use, including how to ensure that the controllers and equipment do not get wet. Heartmate 3 patient handbook caution users to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was concern for corrosion related to emergency backup battery (ebb) fault. The system controller was exchanged as a precaution. The connection between the system controller and backup battery was not intact. It appeared that self test was performed, ebb was reseated, and ebb was then exchanged. Ebb fault was still active, so the system controller was exchanged and the alarm resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.